Manufacturer narrative:
Covidien reference (B)(4). The service engineer (se) inspected the device and could not duplicate the reported event. The unit passed all testing and operates within the manufacturing specifications.

Event description:
It was reported that an 840 ventilator went into inoperable condition and stopped cycling while in use on a patient. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the event.